Event description:
The customer reported that the has error code message of data acquisition (da) pcba adc reference failed. No patient's involvement. Through follow-ups, customer indicated that the unit was not in use at the time. The unit failed during pre-check.